Event description:
It was reported that the procedure was performed to treat a 90% stenosed de novo lesion in the mildly calcified, moderately tortuous, right coronary artery. The a 20/30 indeflator ppak was used with a 2.0x20mm unspecified balloon catheter to pre-dilate the left anterior descending coronary artery. There was no issue during inflation, however, during deflation the measurement on the indeflator display was delayed, and balloon deflation was also delayed. A new indeflator with copilot was used to complete the procedure successfully. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.